Event description:
It was reported that there is no image, no image being received. This happened during incoming inspection. No negative impact in state of health reported.

Manufacturer narrative:
The affected device will be forwarded for further investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).